Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, the balloon inflated successfully and no leakage was noted was noted during prep, 50% contrast was used for inflation, continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was very tortuous. It is possible that the balloon may have been damaged during advancement through tortuous anatomy and strong calcification near the lesion causing the reported balloon leak and failure to inflate. However, this could not be definitively determined as the device was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure on the patient with very tortuous vasculature, after balloon advancement to the target lesion when operator tried to inflate the balloon with 50% contrast, the balloon did not expand. So the operator withdrew the balloon from patient vasculature and when inspected it, it was confirmed that the contrast medium leaked from the balloon part, so the product was discontinued to use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure on the patient with very tortuous vasculature, after balloon advancement to the target lesion when operator tried to inflate the balloon with 50% contrast, the balloon did not expand. So the operator withdrew the balloon from patient vasculature and when inspected it, it was confirmed that the contrast medium leaked from the balloon part, so the product was discontinued to use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.